Event description:
On (B)(6) 2025 the user reported that the ilet device screen had cracked and was no longer usable. The device was deemed nonfunctional, and a replacement was arranged. The user was advised to use backup therapy until the replacement arrived. No blood glucose impact or injury were required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.